Event description:
It was reported that the patient was experiencing ineffective stimulation from one of their s1 drg leads. The patient had noted experiencing several falls. X-ray imaging was ordered and showed the migration of the patient's lead. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's migrated lead was explanted and replaced. In addition, a right side l5 lead was added. Effective therapy was re-established post operatively.

Manufacturer narrative:
Section b3: event date is estimated. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8296858.

Manufacturer narrative:
A patient experienced lead migration was reported to abbott. X-rays confirmed migration. It was reported the patient underwent a revision where the migrated lead was replaced and an l5 lead was added on the right side. Effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.